Manufacturer narrative:
Concomitant product(s): a 305u223 aortic valve, implanted: (B)(6)2012; 4092 lead, implanted: (B)(6)2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. An electrogram of the left ventricular (lv) lead pacing configuration revealed periods of delay. Right atrial (ra) lead sensing threshold measurements were noted to be chronically low. A high right ventricular (rv) lead threshold has also been observed. Follow up yielded no further information and the leads remain in use. No further patient complications have been reported as a result of this event.